Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that the balloon of the foley catheter ruptured. Additional information requested.

Event description:
It was reported that the balloon of the foley catheter ruptured.

Manufacturer narrative:
The device was not returned for evaluation. The lot number is unknown; therefore, the device history record could not be reviewed. The instructions for use were found adequate and state the following: "single patient use only. Do not reuse. Do not resterilize. For urological use only. Visually inspect the product for any imperfections or surface deterioration prior to use." Correction: event, PMA/510k, concomitant medical products and device evaluated by MFR. The "date received by manufacturer" (g4) was inadvertently entered into the "if ind, give protocol #" field in the initial emdr. This was a typographical error and the date of manufacture should have been entered as (B)(6)2018 . The emdr was accepted in the system by the FDA on (B)(6)2018 . Therefore, there was no impact to regulatory requirements of the emdr submission.